Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted. Patient was brought in for lead revision due to the fact his lead was no longer in his heart and the device had appeared to have migrated down and away from his shoulder. Upon opening the pocket the coil and bifurcated yolk of the dx lead were badly twisted with the coil of the lead resting directly under the can. The proximal end of the atrial lead where it enters the header was so badly twisted that the lead was only hanging by a wire with a full 360 degrees breach of the insulation. Should additional information become available, it will be added to this file.